Manufacturer narrative:
(B)(4).

Event description:
It was reported that the low reservoir alarm was not heard. The low reservoir alarm was verified to be on and set to the appropriate volume. The patient's pump was refilled and the therapy was continued as there were no other issues observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient later expired. The date of death and reason of death are unknown.